Event description:
It was reported that after a stenting treatment procedure a patient experienced chest pain and stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician implanted a promus element plus stent in the distal rca. No complications were reported and the patient was discharged. The patient presented with chest pain and returned to the cath lab. The physician noted another lesion distal to the implanted stent and advanced a maverick balloon catheter to the target lesion. However, the balloon catheter became caught on the stent causing it to compress at the proximal edge. The maverick balloon catheter was successfully removed and the physician attempted to deliver other devices. The procedure was completed by inflating a nc quantum apex balloon in the proximal section of the implanted stent and was able to expand the compressed section. No further complications were reported and the patient's status is fine.

Event description:
It was reported that after a stenting treatment procedure a patient experienced chest pain and stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician implanted a promus element plus stent in the distal rca. No complications were reported and the patient was discharged. The patient presented with chest pain and returned to the cath lab. The physician noted another lesion distal to the implanted stent and advanced a maverick balloon catheter to the target lesion. However, the balloon catheter became caught on the stent causing it to compress at the proximal edge. The maverick balloon catheter was successfully removed and the physician attempted to deliver other devices. The procedure was completed by inflating a nc quantum apex balloon in the proximal section of the implanted stent and was able to expand the compressed section. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Patient sex: updated. If implanted, give date: (B)(6) 2012 age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).